Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the central nurse's station (cns) was freezing while monitoring 20 telemetry transmitters (zm-530pa and zm-930pa) at the time. These transmitters were also being monitored in their departments as well. No patient harm was reported. Service requested / performed: troubleshooting. Investigation summary: the customer reported that they had rebooted the system and received a "file corruption" message. The customer ordered hdds to repair the device. A review of the history of the serial number identified that the customer ordered hdds again on 6/20/2022 (2 years from this complaint). Based on the available information, a definitive root cause could not be identified. However, the issue is likely due to hdd failure. Possible causes of hdd failure are power surges/interruptions and wear and tear. Events that involve fluctuations and changes in the voltage such as power outages and generator tests may damage the hdds. The hdds are electronic components/devices that may deteriorate through time and may wear from continual use, requiring proper maintenance.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) was freezing and was monitoring 20 telemetry transmitters (zm-530pa and zm-930pa) at the time of failure. These transmitters were also being monitored in their departments as well. No patient harm reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) was freezing and was monitoring 20 telemetry transmitters (zm-530pa and zm-930pa) at the time of failure. These transmitters were also being monitored in their departments as well. No patient harm reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: concomitant medical device: the customer stated they were monitoring 20 telemetry transmitters on the cns models zm-530pa and zm-930pa, but they did not provide any serial numbers.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) was freezing and was monitoring 20 telemetry transmitters (zm-530pa and zm-930pa) at the time of failure. These transmitters were also being monitored in their departments as well. No patient harm reported.